Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The guidewire exit port was however damaged. This type of damage could be caused by excessive force being applied during guidewire removal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the mid left anterior descending artery. The physician advanced the 3.00mm x 24mm promus element stent delivery system on a non-bsc guide wire. The sds was unable to cross the lesion and the distal stent struts became flared. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the mid left anterior descending artery. The physician advanced the 3.00mm x24mm promus element stent delivery system on a non-bsc guide wire. The sds was unable to cross the lesion and the distal stent struts became flared. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient¿s status is stable.